Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable pacemaker exhibited low right ventricular (rv) pacing impedance measurements of less than 200 ohms, rv noise, oversensing, possible loss of capture, and pacing inhibition of three seconds. This patient's rv lead was dislodged. A surgical intervention was performed, and the rv lead was repositioned with good measurements. The device was explanted and replaced due to having less than one year longevity remaining. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.